Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 480 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include nausea, vomiting a stomach ache and feeling lethargic. Prior to going to the hospital the patient applied a new pod. Once at the hospital the patient was monitored. The patient was prescribed zofran for nausea. The patient was discharged from the hospital after 4 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.